Event description:
It was reported that a 56-year-old female patient underwent primary breast reconstruction surgery with a 550cc mentor memorygel breast implant and experienced capsular contracture; baker grade unknown on her right side postoperatively. The patient has consulted with a medical professional. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Multiple attempts were made to get clarification about the lot number 8723662, however no further information is available and so the manufacturing record evaluation (mre) could not be performed. If clarification is received in the future the mre will be completed, and a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).